Manufacturer narrative:
The hvad is used for treatment not diagnosis. Site reported a patient experienced difficulty connecting a power source to the controller due to bent pins on the controller resulting in a controller exchange performed by the patient. There was no reported patient injury related to this event. Controller was returned to the manufacturer for visual and functional examination. Evaluation revealed a broken pin in power source one (1). The root cause for the reported 'poor mechanical connection' was found to be a damaged within the power source connector, most likely a result of improper handling, material durability and assembly interferences. The manufacturer has an open internal investigation to evaluate and mitigate the occurrence of these types of issues. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms.

Event description:
It was reported from (B)(6) that the controller had bent pins within a power port and that it was not possible to connect a battery. The patient performed a controller exchange with the assistance of a caregiver. The patient was retrained by the hospital on proper management of controller power sources. The device was removed from service and the patient was issued a replacement device. The device was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.